Event description:
A customer reported that vacuum was not working during a vitrectomy procedure. There was no patient harm. Additional information has been requested but none has been provided to date

Manufacturer narrative:
The company representative examined the system and could not duplicate a low vacuum condition. Preventive maintenance was performed. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined. (B)(4).